Event description:
The customer reported that the coulter lh 750 hematology analyzer leaked red fluid while running patient samples. The volume of leak was 5 mls and was not contained within the unit. The customer was wearing ppe, including a lab coat and gloves. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. There was no death, injury or affect to patient treatment. The msds was not reviewed. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. There is an exposure control plan at the facility. No failure mode affected patient results or treatment.

Manufacturer narrative:
The field service engineer (fse) found sample line off at the bottom of the flow cell. He reconnected the line and that fixed the leak. (B)(4).